Manufacturer narrative:
Correction: g2 country was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined, as the device was not returned to olympus. The reported issue was related to the facility¿s oer-3 automatic endoscope reprocessor and not applicable to the scope. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the panel on the left side of the oer-3 overheated, causing a burning smell on the evis lucera elite gastrointestinal videoscope. The field service engineer (fse) checked the inside of oer-3, it was found that there was a hole in the binding part of the detergent tube closest to the washing tank. It was also reported that the oer-3 was operated while the liquid was leaking from there. The fse noted that insufficient cleaning was suspected, an additional thirty-one cases have been created for those scopes that may have been used and cleaned in the oer-3. There were no reports of patient harm or impact associated with the reported event. This report is linked to patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.